Manufacturer narrative:
The device remains implanted therefore could not be returned for evaluation. Imagery was provided the complaint site, and it was reviewed by the ew proctor or imager. The following observations were made: severe central regurgitation was observed. Motion fibrinous-like strands were observed, and it was potentially vegetation or endocarditis. The reported events were confirmed based on the provided imagery. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Per imaging evaluation, the leaflet could be damaged by endocarditis as noted by the motion fibrinous-like strands observed, which could affect the function of leaflets, leading to the central regurgitation. Per imaging evaluation, motion fibrinous-like strands were observed, and it was potentially vegetation/ endocarditis. Endocarditis can damage the prosthetic heart valve, resulting in damaged leaflets. There were no reports of confirmed endocarditis. However, as noted in the image review, there are indicators of endocarditis. A definitive root cause was unable to be determined. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received.

Event description:
Additional information/corrected date: the valve was explanted (B)(6) 2024.

Manufacturer narrative:
Investigation is underway. H3 other text : device remains implanted.

Event description:
As reported from edwards lifesciences field clinical specialist, approximately 2 years and 7 months post implantation of a 23mm sapien 3 ultra valve in the aortic position, the patient is being worked up for valve deterioration, as reported ai, possible ppm, tee showed potential leaflet damage. A valve in valve is to be performed.